Event description:
The customer called to report a frozen display. Troubleshooting was performed, and the display remained frozen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to test for frozen screen or black lines on the display due to blank display.